Event description:
It was reported that the healthcare professional (hcp) contacted technical services (ts) with concerns about the right ventricular (rv) lead. Ts reviewed the electrogram (egm), which showed a fast ventricular rhythm and a possible prolonged p-r interval. The device had been functioning as programmed. The device was reprogrammed to aair mode, disabling the ventricular pacing. The reason for this change remains unclear, as the rv lead issue was not identified. The hcp was unable to complete the call and planned to follow up. The rv lead remains in service. No adverse patient effects were reported.